Manufacturer narrative:
Additional narrative: intraoperative event date is unknown. This report is for an unknown matrix mandible plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, intraoperatively, on an unknown date, the surgeon noticed significant extra room when drill guide was placed into pre-drill cylinders. Plate holes did not line up. A surgical delay of a few minutes was noted due to the redrilling of holes. The procedure was completed successfully this is report 2 of 2 for (B)(4). This report is for an unknown drill bit.